Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, when this right ventricular (rv) lead was positioned but exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Sensing was also noted to have been affected. During an attempt to reposition the rv lead, the helix was noted to have been damaged. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.